Event description:
As reported: "after inserting the gamma4 intermediate nail and drilling for the distal locking screw, the drill bit and the nail interfered with each other, and as a result, we were unable to insert one of the two locking screws."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.